Event description:
Patient was noted by ICU nurse to be de-saturating while on ventilator. Nurse initiated ambu bag. "Disconnect" alarm was going off of ventilator. Respiratory therapist was called and arrived. Found "inline suction catheter" to be locked in the off position but still continuing to suction causing a decrease in tidal volume and oxygenation. New inline suction catheter was attached and patient put back on ventilator. No apparent harm.====================== health professional's impression======================no pt. Harm. In line suction device was suctioning when it was in the off position, causing lowered oxygen and tidal volume.